Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a drop in r-waves, resulting in system oversensing and inappropriate shock therapy. The device was manually reprogrammed and data sent for a technical review two treated episodes were confirmed - both due to oversensing and resulting in a single inappropriate shock with a corresponding normal shock impedance measurement. Technical services greed with the programming change. No resulting adverse effects were reported. To date, this device remains implanted and in service. Additional information was received from a clinical study that three years later, the patient again received inappropriate shock therapy from the device. No programming changes were made and the device remains in service. Effortless study

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device exhibited a drop in r-waves, resulting in system oversensing and inappropriate shock therapy. The device was manually reprogrammed and data sent for a technical review. Two treated episodes were confirmed- both due to oversensing and resulting in a single inappropriate shock with a corresponding normal shock impedance measurement. Technical services agrees with the programming change. No resulting adverse effects. To date, this device remains implanted and in service.